Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and found the ac back panel receptacle damaged and burnt. The se replaced the ac back panel receptacle and power cord. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator was not powering on. The ventilator was not in use on a patient at the time the malfunction occurred.